Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 4 years, 4 months due to degeneration , pannus , stenosis and patient prosthesis mismatch . Patient presented with shortness of breath with exertion. The explanted valve was replaced with a 27mm 11500a valve. Patient was transferred to the ICU in stable condition. Per medical records, the patient presented with shortness of breath with exertion. Pre-op tte (12/12/2025) showed lvef 60 to 65%, moderate left ventricular hypertrophy, and peak gradient of 67 mmhg and mean gradients of 40 mmhg. The patient underwent a redo sternotomy and aortic valve replacement with a 27 mm11500a valve. Intraoperatively, tee prior to intervention showed lvef 55 to 60%, severe left ventricular hypertrophy, and mean aortic valve gradient 18 mmhg. The valve was mildly degenerated with extensive pannus formation which was resected and the annulus was debrided prior to implantation. The patient was weaned from cardiopulmonary bypass without inotropic support and transported to the ICU in stable condition. This is a 62-year-old male. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.